Manufacturer narrative:
A field service engineer (fse) went onsite to evaluate the device and found that the speaker was defective and needed to be replaced. A replacement of the speaker was performed by the fse. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced, and the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that getting speaker malfunction inop alarm. No alarm sound for spo2 could not be heard. The device was in clinical use at time of event, no adverse event was reported.